Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the outer seal was not fixed. The event occurred in two devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. The universal seal latch into the sleeve as intended. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the sleeve of the device (b) was received in good visual condition. The universal seal latch into the sleeve as intended. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.